Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer recently went to the emergency room twice due to high blood glucose levels. At the time of the first incident, the customer had a blood glucose level of 450 mg/dl earlier in the day. Blood glucose level at the time of the emergency room visit was 100 mg/dl. Caller stated that the customer was vomiting and was in a state of diabetic ketoacidosis. At the time of the second incident, the caller stated that the insulin pump had air bubbles in the reservoir. Blood glucose level at the time of this incident was 370 mg/dl. The customer was wearing the insulin pump at the time of this incident. The insulin pump was not replaced or returned for analysis.